Manufacturer narrative:
Batch review performed on 23 april 2018. Lot 102677: (B)(4) items manufactured and released on 18 october 2010. Expiration date: 2015-09-30. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any similar reported event. Other implant involved is versafitcup cc trio 01.26.45.0048 (k103352) acetabular shell cc trio ø 48. Lot 130558: (B)(4) items manufactured and released on 05 april 2013. Expiration date: 2018-02-28 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation performed on 25 april 2018 by medical affairs director: five years after primary cementless tha a total revision is required. The stem is mobilized and the cup needs repositioning. The stem looks undersized and cup inclination suboptimal. The postoperative history is not known. We may suppose that undersized and positioning may have played a role in the setting of the event, but we must also consider that the devices remained in situ for 5 years. The conclusion on the causes of the incident can therefore not be final, but there is no apparent reason to suspect a faulty device.

Event description:
On (B)(6) 2018 medacta's customer service has been informed about a revision hip surgery, reason for revision unknown. Revision surgery booked (B)(6) 2018. Post revision information received by mail by sales representative on the (B)(4) 2018: the patient complained long term pain. Diagnosis from surgeon is aseptic loosening of femoral component. Acetabular malpositioning. Anterior wall deficit. Revision was completed (B)(6) 2018. Stem grossly loose, removed by hand with burnishing of distal tip. Acetabular component removed . Cup positioned with anterior wall defect at index surgery.